Manufacturer narrative:
(B)(4). The device has not yet been returned to the manufacturer for investigation. The investigation is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure the aquabeam robotic system trus articulating arm was accidentally broken; therefore, the aquablation procedure was converted to holmium laser enucleation of the prostate (holep) to treat bph. No adverse health consequences were reported with the patient due to this event.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam robotic system trus articulating arm was returned for investigation. Visual inspection confirmed the reported event. Based on the reported event that the trus articulating arm was accidently broken during the procedure when the bed was lowered and crashed the connection of the trus arm to the bedrail, the root cause was confirmed to be user error. A review of the device history record (DHR) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system and/or the trus articulating arm associated to this event. The review indicated that the system and/or trus articulating arm met all required specifications upon release for distribution. There are no other similar events reported on this issue. The aquabeam robotic system instructions for use, ifu104-00 rev. B, states: section 4.2 warnings: procedure setup. Ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. Based on the reported event that the trus articulating arm was accidently broken during the procedure when the bed was lowered and crashed the connection of the trus arm to the bedrail, the root cause was confirmed to be user error. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.